Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s doctor modified the pump settings, resulting in the customer experiencing a low blood glucose (bg) level of 32 mg/dl. Subsequently, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline. Additionally, the customer consumed carbohydrates and applied glucose gel on gum. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. System check confirmed the pump was functioning as intended.